Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with extreme light sensitivity in the morning in both eyes while driving to work and lights are bothersome while at work as well. Sunglasses do not provide any relief. Issue has not improved. Patient was started on a topical steroid drop. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, symptoms were reported to be resolved.